Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The nurse reported to our sales rep that he was observing a surgery. During this procedure he noticed that the surgeon had problems with the screwdriver. The surgeon mentioned that the screwdriver bent. Nevertheless, he could complete the surgery successfully without any delay or consequences for the pt.